Event description:
It was reported the patient¿s ipg reached end of life and their leads had impedances. It is unknown if end of life occurred prematurely. As a result, the patient underwent surgical intervention on (B)(6) 2026 to have their system replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Added patient weight to a4. The device longevity met or exceeds the expectations of the physician. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the device longevity met or exceeds the expectations of the physician.